Event description:
On 11/23/98, the physician's assistant informed the MFR's sales rep of the following: it was noted when both lumens were accessed and one was flushed, it (chemotherapy) came out of the other infusion set. When only one reservoir was accessed, the device worked fine. No further details were provided.